Manufacturer narrative:
Reporter occupation is lay user/patient. The test strips were requested for investigation. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter with an unspecified serial number compared to an unknown laboratory method. The result from the meter was 5.0 inr. The result from the laboratory was 3.7 inr. The tests were performed "within minutes" of one another. The customer's therapeutic range is 2.5 - 3.5 inr.